Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: two complaint breathing circuits were received. One had lot number 100325 and the second was 100108. The pins on the inspiratory and expiratory limb of both complaint breathing circuits were tested to see if they could be connected to a heater wire adaptor. Results: full insertion of the heater wire adaptor was not possible for both the inspiratory and expiratory limbs of the breathing circuit with lot number 100325. The pins of the expiratory limb were found to be bent and the pins on the inspiratory limb were bent and split. The pins on the inspiratory limb of breathing circuit, lot 100108, were bent and full insertion of the heater wire adaptor was not possible. A lot check revealed no other complaints of this nature for either lot numbers. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. (B)(4).

Event description:
A hospital in (B)(6) reported that two rt200 adult dual heated breathing circuits were found to have "defective pins" on the expiratory limb during set up. This was found prior to patient use.